Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported during a procedure to implant the device, via a femoral approach, the device failed to deploy. The arms and some of the legs deployed, but at least two of the legs were stuck in the spline. The doctor was able to retrieve the device, via the jugular without incident. No injury to the patient was reported.